Event description:
It was reported that during a lobectomy procedure, the device was impossible to fire on the pulmonary artery, leading to extended surgical time of less than 30 minutes. There were no difficulties during previous firings. To resolve the issue, the handle and reload were changed to complete the procedure. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
D10. Concomitant medical product: sig30avm tri 2.0 sig30avm 30 vsclr med 12mm (lot n4g2154y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.